Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed as link detachment at the posterior cuff. The investigation determined the reported difficulty and the subsequent treatment appears to be related to circumstances of the procedure. The reported patient effect of hematoma is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal coronary angioplasty. Reportedly, a cuff miss occurred. A second proglide device was attempted titling the system slightly; however, another cuff miss occurred. When attempting to remove the second proglide device it got stuck and the lever was opened and closed two or three times to repark the foot in the system and remove the device from the patient anatomy. The foot was parked inside of the device when outside of the patient anatomy. A non-abbott device was used to achieve hemostasis. The patient had a "little" hematoma at the puncture site and there was a 10 minute delay in the procedure. No additional treatment was performed for the hematoma. There was no reported adverse patient sequela. The physician is reportedly in training in the use of the proglide device. No additional information was provided.